Event description:
It was reported that the asymptomatic patient presented in hospital for device change out due to normal eri. The pacing lead impedance has been high and out of range since last year. Other measurements were normal including the high voltage lead impedance. A successful induction test was performed. The lead remains implanted. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.